Event description:
It was reported that the 7700 fluorostar system blanked out during a case. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed, when add'l details become available.